Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked, and there was evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the intermittent power complaint could not be duplicated during the investigation. A review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked. The battery cap contact measured within specifications. The battery cap was unable to secure onto the pump. There was evidence of moisture in the battery compartment, and on the underside of the battery cap. Due to the moisture contamination, the pump powered on with no auditory and no vibratory features. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment crack. The pump was opened and additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.